Event description:
It was reported that the pt's stimulation was intermittently turning off. It was stated that the pt had residual stimulation after the stimulation was turned off. The pt was, thus, unsure of when, or for how long, the stimulation was turned off. There was no known related incident or accident reported. There was no cycling or scheduled therapy activated. The diary did not show any breaks in the stimulation time. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).